Manufacturer narrative:
Thermo fisher scientific's r&d group analyzed the 1 customer supplied data file on 24-sep-2020: covid (B)(6) 2020. They confirmed a false positive result due to a bubble in one of the reaction wells. The root cause was determined to be improper centrifugation to release trapped air bubbles. Customer was instructed by theri thermo fisher field applications scientist to follow the assay's instructions for use regarding proper centrifugation.

Event description:
Laboratory's improper centrifugation of the qpcr plate led to one false positive patient sample call. On (B)(6) 2020 the customer reported a sample gave a positive call and there was a slight increase in the signal due to a bubble. The customer provided 1 software data log for review. Thermo fisher scientific's technical and field application scientists' teams revealed issues with poor centrifugation due to user error. During review of the data file, thermo fisher scientific was able to confirm 1 false positive sample. The customer did not report any deaths or serious injuries. Thermo fisher scientific was not able to confirm whether or not the false positive result was reported out of the lab and communicated to the ordering physician and/or patient.